Manufacturer narrative:
The product was not returned. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Additional information was provided that indicated the surgeon was uncertain why the patient couldn't see as clearly as desired. It was reported there was no planned lens exchange. The patient had prior lasik surgery. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from patient, it was started that her right eye was still not great and reading was only ok at arms length.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient's vision was not satisfactory, both up close, at intermediate distances, and at a distance. The patient had no useful quality of vision and was unable to read or drive due to these visual impairments. Additional information was requested.